Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor intermittently failed incoming functional testing. The cause for the failure was isolated to th defective u15, u16, u17, u18, t2, t3 components on the defibrillator pca board being shorted. The root cause for the defective components was unable to be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.